Event description:
It was reported by the rep that during a hemicolectomy the circulator opened a mcm20, surgical tech fired instrument to test before handing it to physician, clips were not forming and were falling out of instrument. A new device was used to complete the case. There was no pt consequence.